Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa performed retain testing to confirm reactivity of the jkb antigen. Satisfactory results were observed, customer complaint was not confirmed.